Event description:
It was reported to bsc/target that, "the gdc coil premature detached. Patient condition fine. During the latter part of the case of ultrasoft 3x6 coil detached during retraction while partially in the aneurysm. A stent was used to hold tail of coil out of parent artery."